Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain, tenderness, and lumps at the ins location-in the lower back/upper buttock area. She developed a warm feeling and a burning sensation at the pocket and was told the device had moved. The ins would need to be seated deeper in the pocket or possibly in a new pocket. Pocket revision surgery was pending. Further info is being requested from the hcp.